Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race : unk. PMA/510k: this product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, --13.5/1.0/032, implantable collamer lens, tore/broke during injection/delivery into the eye on (B)(6) 2021. There was patient contact but no patients injury. The lens was replaced within the same surgery as removal of the initial lens. It was reported that the problem did not resolve. For additional information the reporter stated " doctor broke the new lens again." In the reporters opinion user error was the cause of this event. The reporter also stated that it was unknown if the device fail to perform as intended. For cause details the reporter stated " doctor did not load the lens well."